Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may have over delivered insulin. The customer¿s blood glucose level was 248 to 250 mg/dl at the time of the incident. The customer was out of supplies and they changed the reservoir without changing the set. The customer states after the fill cannula process, they got an empty reservoir alert, and they were concerned that the pump had delivered 100 units of insulin into their body. Troubleshooting was not completed as the customer started becoming unclear. It is unknown if the customer was using pump auto mode at the time of the incident. The customer was advised to seek emergency medical assistance. The insulin pump will not be returned for analysis. Frn-unk-rsvr , unomed set. Updated summary: the customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018, with blood glucose of 285 mg/dl at the time of admission. The customer over delivered as they changed the reservoir while still connected to the pump.